Event description:
The customer reported there was intermittently no lateral table movement. Also the unit will not go fast the boot up procedure.

Manufacturer narrative:
The ge service rep replaced the hard drive and reinstalled the software and cal files. He verified system boot up completely several times with no errors. The system operates as intended.